Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the device delivered an insulin bolus dose of 25 units that was not requested or initiated by the customer. According to the caller the bolus dose was delivered while driving home from work. The customer went to the ER and was admitted for observation until his blood glucose stabilized. The device was removed and device return was requested for further investigation and analysis.